Manufacturer narrative:
(B)(4).

Event description:
An audiologist called from a (B)(6) (did not catch clinic name or number) reported that recipient's abutment site looks infected and has recommended recipient return to the original implanting physician for follow up and treatment.